Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned mlx light source found the heat extended mirror was out of its holder and loose in the unit. Note that the mirror deflects the heat from the lamp away from the turret and light port. If the mirror is not in place the heat from the lamp radiates into the turret and may result in overheating or smoking. The reported complaint was confirmed from the evaluation. The root cause is user error, tampering evident. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4). Linked to mfg#: 2523190-2019-00069.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the 00mlx mlx 300w xenon lightsource unit "smells like it is overheating - faint burning smell". Additional information received on 22apr2019 reported that there was no smoke or flame noted. The patient was not prepped for surgery and there was no surgical delay. The product problem occurred during the inspection of the unit. There was no patient impact or patient injury reported.